Manufacturer narrative:
The recipient was not reimplanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics was informed that the recipient could not detect stimulation on some electrodes at initial activation on (B)(6) 2021. During an audiology visit on (B)(6) 2021, a sore and drainage was observed. During an otology visit on (B)(6) 2021, intermittent swelling in the concha with drainage was noted. No pain was reported; however, recipient still could not detect stimulation on some electrodes. On (B)(6) 2021, recipient reported concern for postauricular skin flap opening and infection. On (B)(6) 2021, per the operation report, it was observed that the internal receiver stimulator was partially exposed through postauricular opening of the skin flap, and the surrounding tissue was extremely necrotic. The area was debrided. The device was explanted followed by irrigation of the wound, and removal of remaining inflamed tissue. The posterior aspect of the original incision was elliptically excised back to healthy tissue. At the post operation visit, it was observed that the incision site was healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly healed. The external visual inspection revealed cuts in the silicone overmold on the top and bottom covers, as well as a severed electrode. These are believed to have occurred during revision surgery. The device passed photographic imaging inspection. System lock was verified. The condition of the electrode prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing an infection and device extrusion and at the post-auricular incision site. Revision surgery has been scheduled.